Event description:
The patient contacted animas on (B)(6) 2012 alleging that after wearing the pump while swimming that evening, he noted that the time on the pump was off by three hours. The patient further reported that he can feel moisture behind the keypad cover when he presses the keypad buttons. The patient stated he did not notice any damage to the pump or to the keypad. The patient denied seeing any cracks in the pump's casing and no damage to the battery cap or cartridge cap. There was no reported adverse event associated with this complaint. The patient discontinued use of the pump and started on a backup plan. This complaint is being reported because of the allegation of time change without user intervention in an insulin pump that is suspected of moisture ingress without visible damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/06/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.